Event description:
The reporter did back to back blood glucose testing, one after the other, using different fingersticks. The results were 91, 126 and 108 mg/dl. The reporter felt "jittery" and overly hungry. On follow-up, the reporter had anxiety attacks, and did not wish to converse with the lifescan rep any further. No harm was alleged.